Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported through a service report that the modules damaged and coming out of the footboard. No pt involvement or adverse consequences were reported.